Event description:
It was reported that during the pump replacement for normal battery depletion, intraoperately the hcp found the catheter was not free flowing. The hcp cut out the 3.5cm of lumbar portion cut and added a new connector adaptor. The severity was indicated as mild and there were no signs or symptoms reported. The patient outcome was noted as resolved without sequelae on (B)(6) 2013. The pump was used to deliver morphine and clonidine. Additional information later reported a proximal catheter leak. Fluoroscopy was done and small leak found proximal to pump/catheter connection junction. A sutureless connector was added. It was indicated to be related to the device or therapy. The patient was asymptomatic.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10898r19, implanted: (B)(6) 2001, product type catheter. (B)(4).